Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump power up properly after battery installation. The unit was received with operating currents within specifications. No unexpected low battery alarms noted. The device also was received with intermittent buttons due to corroded keypad traces and no button error alarms noted. The insulin pump was received with cracked case at display window corners and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed low battery, and after replacement of the battery, the device alarmed button error. The blood glucose reading was 412 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.